Event description:
It was reported that a dissection occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 6f non-bsc introducer sheath was inserted. After a non-boston scientific guidewire crossed the lesion, pre-dilatation was performed with a 2.00 x 8 mm non-compliant balloon catheter. A 2.75 x 20 mm synergy was deployed at 11 atm. A distal stent edge dissection was observed. The dissection was further described as flow limiting. The dissection was covered with a 2.50 x 8 mm non-boston scientific stent and the procedure was completed. The patient was safe post-procedure.